Manufacturer narrative:
The failure investigation determined that the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2017-00148 for MDR reporting.

Manufacturer narrative:
Concomitant products: 250ml b.braun bag ndc (B)(4), lot j5n161, exp 10/17, 0.9% sodium chloride injection; 50ml pfizer bag ndc (B)(4), zosyn 3.375g; therapy date (B)(6) 2016. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an infusion of piperacillin and tazobacta 3.375 gm. Was programmed to infuse over 4 hours but instead completed in less than 30 minutes. There was no patient harm.